Event description:
Litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy acetabular cup, size 58, into her right hip. On or about (B)(6) 2008, patient learned that she had high concentrations of various metallic elements in her blood. On (B)(6) 2008, surgeon removed patients asr implant and replaced it with another hip prosthesis. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information for the right and left hips, along with the doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.